Event description:
Customer reported via phone call that the insulin pump alarmed motor error during prime. The customer was advised to change the complete set and deliver a 5 unit via fill cannula; no motor error alarm occurred. Motor error occurred once in the last 30 days. The insulin pump was not exposed to a high magnetic field. The customer confirmed receiving a motor position encoder error alarm. Blood glucose value was 7.8 mmol/l. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement test. The insulin pump was received with stuck motor error loop during bolus delivery. The insulin pump was unable to confirm alarm due to erased history file. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with minor scratches on display window.